Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant sodium result on a (B)(6) female patient with scalp laceration and syncope. There was no additional patient information at the time of the initial call. Return product is not available for investigation. (B)(6). There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on (B)(6) 2017. Retain product was tested and the customer's complaint was not reproduced. Return product was not available for investigation.